Event description:
Pt called lfs in 2003 alleging the meter would not turn while attempting to test. The pt reported symptoms of lightheadedness while attempting to test. They stated that they went to the firestation near their house to test their blood sugar and the result was 195 mg/dl. They later had a dialysis appointment and had their blood sugar tested while they were there; the result was 122 mg/dl. No treatment reported. The issue was not resolved with troubleshooting. No further info has been reported.